Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the snare was used a couple times, the snare failed to withdraw back into the catheter so the snare was removed from the scope. It appeared that the snare loop was still outside of the catheter and when closing of the snare loop was attempted, the snare loop broke off from the catheter. When the snare loop broke off it was outside of the scope and outside of the patient. Reportedly, there was no visible issue noted with the handle and no other issue was noted with this device. It was also reported that the snare was able to retract after it was removed from the scope/patient. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.